Event description:
I, (B)(6), have the wax vac. My son used it and the rubber tip got stock in his ear and his dad and I could not get it out, so we had to go to the ER to get it out and also it is a highly chocking hazard.